Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an out of range impedance measurement and no sensing. Boston scientific technical services (ts) stated the behavior points to atrial lead fracture. The pacemaker was reprogrammed as the patient does not need atrial pacing. There is no further plan at this point. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.